Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) started rebooting itself un-prompted and would not get back into monitoring mode, entering a boot-loop. This occurred while trying to swap this unit in for the ed as a spare for a unit that had issues in ticket (B)(4). Another cns was able to be added into this same position with the same ip on the same network/ switch port and operated normally. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) started rebooting itself un-prompted and would not get back into monitoring mode, entering a boot-loop. This occurred while trying to swap this unit in for the ed as a spare for a unit that had issues in ticket (B)(4). Another cns was able to be added into this same position with the same ip on the same network/ switch port and operated normally. No patient harm was reported.